Event description:
Rec'd info the pt was not able to adjust stimulation and the programmer displayed an out of regulation, "call your doctor" icon. Add'l info stated the actual display was the power on reset icon. The por was reset and stimulation returned. Pt is doing great.

Manufacturer narrative:
(B)(4).